Event description:
It was reported that the right ventricular (rv) and left ventricular (lv) leads exhibited a loss of capture. The outputs for both leads were increased, and the leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d314trg implantable defibrillator - (B)(6) 2011; 4024 implantable pacing lead - (B)(6) 1995. (B)(4).